Event description:
Call came in to report medical intervention that occurred on (B)(6) 2013 at 10pm. Pt stated she tested with prodigy meter in the morning and reading was 329. Due to high reading, pt took half of blood sugar pill, of which she stated to not have used in years, and the other half in the evening. At around 10pm, pt began to feel out of it, talking nonsense to her husband. Medics were called and reading was 20. She refused to go to the emergency room so medics gave her a paste-like substance (sugar). Pt gradually came back to normal. Final medic reading unknown. Prodigy sent replacement meter and prepaid envelope for return of suspect product. Received meter w/batteries installed, serial# (B)(4). Meter was in good physical condition. Buttons and audio were ok. Used in-house ts and cs to test meter and results fell in acceptable range. Stored results for time of medical interventions and they are as follows: 7-day avg 121mg/dl, 14-day avg 110mg/dl, 28-day avg 110mg/dl, (B)(6) 2013 12:27am 64mg/dl, (B)(6) 2013 12:21am 209mg/dl, 07/01 11:51pm 52mg/dl, (B)(6) 2013 2:26pm 87mg/dl, (B)(6) 2013 8:39am.